Event description:
It was reported that the patient suffered a fall at home and therapy on one lead was in the wrong location. Lead migration was suspected and an x-ray was pending for evaluation the week after this report. Stimulation was in the patient¿s arms and hands. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, : product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The company representative confirmed that the patient underwent a lead revision on (B)(6) 2013. One lead was replaced and the patient had good stimulation intra-op. It was clarified that the x-ray showed that there was slight migration with the lead. The explanted lead will not be returned to the device manufacturer.